Event description:
It was reported that three screws had issues during the procedure. The first screw bent and then snapped during insertion, with an audible sound noted during the final turns. The second screw bent while being inserted, and the third screw bent and then fractured at the head. The screw fragments were removed and discarded, although a small portion of one screw remained in the patient. All debris was removed, no injuries occurred, and the surgical delay was approximately 20 minutes. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned product confirming both screws were damaged (bent) and one of the screws was broken; disposition of both is scrap. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.